Event description:
Nurse entered patient's room with hemoccult developer and collection envelope. Placed on bedside table. Pt was in the bathroom. Nurse left room to obtain new picture of ice water. When she returned the pt told her she had put the wrong thing in her eyes because it stung. The nurse observed her indicating that she used the developer. This was instilled in he right eye. The pt would not let the nurse irrigate it. She went to the bathroom and rinsed it herself. She was wearing extended wear contacts and was trying to remove the right one. She tried 30 minutes without sucess. It was discoveredd that she had never taken them out. Previously - her optometrist was consulted. The ed physician removed the contact and the eye was irrigated with a morgan lens for 15 minutes. The eye was examined by her attending with a dye instilled. The exam revealed 3 corneal abrasions. It was never determined if this was from the developer or from trauma by the patient in attempting to remove itdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: other. Results of evaluation: invalid data. Conclusion: invalid data, device failed during assembly. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, device recalled by manufacturer/distributor, device temporarily removed from service, invalid data. The device was not destroyed/disposed of.